Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 11 months post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 31mm mitral bioprosthetic valve. The reason for the replacement was reported as mitral regurgitation due to anatomy. It was stated that the ring performed as intended and it was strictly a patient anatomical issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that the severity of the regurgitation was severe mitral regurgitation (mr). No additional adver se patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. Updated: a. 3b b. 2,5 corrected: h. 6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.